Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while taking branches, activation switch would not turn off. Device had to be disconnected to shut off activation. A new kit and cord were used to complete the case. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while taking branches, activation switch would not turn off. Device had to be disconnected to shut off activation. A new kit and cord were used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.